Manufacturer narrative:
The reported events were helix mechanism issue and unacceptable threshold. A complete lead was returned in one piece with helix retracted and clogged blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued inside the connector region consistent with procedural damage. After cutting, cleaning the lead, and applying the torque directly to the inner coil, the helix could be extended and retracted. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported event of unacceptable threshold was not confirmed. Electrical testing was normal.

Event description:
It was reported, that patient presented for scheduled procedure. Prior to procedure, it was noted, that patient's right ventricular (rv) lead exhibited inadequate capture. During procedure, it was also noted, that helix could not be extended. The lead was ultimately explanted and replaced with a new lead. There were no patient consequences.